Manufacturer narrative:
The customer reported to technical support that replacing the gas delivery system (gds) addressed the reported issue, and the unit was returned to use.

Event description:
It was reported that the ventilator had error codes proximal pressure sensor auto zero failed and air / o2 flow sensor calibration data error. There was no patient involvement. The customer was advised to replace the data acquisition (da) board and autozero solenoid and flow sensor.